Manufacturer narrative:
A functional check with a mating cup found the impactor to assemble and disassemble as intended. Provided information states the impactor became stuck to the shell due to hard and strong bone. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Duraloc impactor became stuck to the shell, due to hard and strong bone. Pliers had to be used to remove the impactor and in turn, the handle became damaged beyond repair.